Event description:
Meter name: one touch basic enhanced, strip name: one touch, meter code: unk strip, code: unk, strip storage: unk, symptoms: thirsty, urination. A pt reported they were seen in ER. Their meter battery icon was on. The result on their meter was unk. The result on the ER meter was unk. The time difference between pt's meter and ER meter was unk. Treatment was unk. No further info has been reported.